Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The device passed all downstream occlusion testing and preventative maintenance testing. The device was calibrated the ensure continued accurate occlusion detection.